Manufacturer narrative:
Concomitant medical products: microcatheter with balloon (piolax, logos). (B)(4). Complaint conclusion: the device remained in the patient; therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to anchor the coils and the resistance within the non-codman microcatheter and deltamaxx delivery wire kink, and the subsequent premature detachment, migration and unraveling could not be confirmed without product return for analysis or procedural films to review. The root cause of the inability to anchor was most likely related to the force of the arterial blood flow as reported by the customer. The root cause of the resistance between the microcatheter and deltamaxx could not be determined; however, applying force against the resistance may have contributed to the delivery wire damage and subsequent coil detachment, coil migration, and coil unraveling. The IFU cautions ¿if unusual friction is noticed during advancement or retraction of the microcoil system, verify the locking mechanism, or clear tab is unlocked and pulled out from the resheathing tool approximately 1 in. (2-3 cm.) If unusual friction is still noticed during advancement or retraction of the microcoil system, verify flush lines are open and properly pressurized. Then slowly withdraw the entire microcoil system and examine for damage. Replace it with a new microcoil system. If friction still exists, withdraw and examine the delivery catheter system.¿ there was no evidence to suggest the event was related to a manufacturing issue; therefore, no corrective actions will be taken at this time. This is an initial/final MDR.

Event description:
During coil embolization of an aneurysm at the splenic artery, 3 presidio coils (pc4180830/lotc33575, pc418103430/lotc33272 and pc418144730/lotc29649) and a deltamaxx coil (c35664/cdx180625) could not be positioned due to arterial blood flow. After re-insertion of the deltamaxx, there was resistance in the microcatheter, the delivery wire kinked, the coil prematurely detached in the patient and migrated from the aneurysm and could not be removed and became unraveled. The patient's condition was stable after the procedure. The physician initially attempted to insert 3 presidio coils into a microcatheter (prowler select plus, catalog/lot unknown) in order to implant into the distal side of the patent artery as the anchor. However, he was unable to anchor the presidio due to fast blood flow. Thus he tried to insert the deltamaxx, which was smaller than the presidio; however, it could not be anchored and was withdrawn. Next, the physician inserted a 0.018" microcatheter with balloon (piolax, logos) and then successfully implanted two deltamaxx 8x35 coils under the control of blood flow. Then he attempted to add the aforementioned deltamaxx which had been already withdrawn from the patient's body; however, he experienced severe resistance in the catheter, applied force to the device, and the delivery wire became kinked. He withdrew the deltamaxx in spite of the strong resistance; however, he found that the coil had been already detached, with part of the coil in the non-codman microcatheter and part in the aneurysm. There was no damaged noted to the microcatheter. The physician immediately checked the x-ray, and found it had migrated from the aneurysm and was found in the splenic artery. He withdrew the microcatheter hoping to withdraw the deltamaxx as well, but it could not be withdrawn, and the coil most likely unraveled at that time. He then withdrew an angiographic catheter 5f, but the deltamaxx could not be withdrawn. The coil was unraveled to the sheath introducer inserted in the femoral artery. The physician inserted a snare catheter from the opposite femoral artery; however, the deltamaxx could not be withdrawn. The physician decided the deltamaxx was to remain in the patient from the splenic artery to the right femoral artery. The physician mentioned that the blood flow within the artery was so fast, the coil could not obstruct the flow badly. The procedure was completed and the splenic artery aneurysm and the proximal artery were embolized. The procedure was completed without any delay, and there has been no adverse consequence to the patient. The complaint products were new and stored per labeling instructions. The procedure was conducted in accordance with the instructions for use (IFU) and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. The device did not result in a clinically significant delay in the procedure or patient injury. The patient was in her late 60's but exact age could not be obtained. No further information was available.